Event description:
It was reported that after the pump was dropped, the pump touch screen became cracked and unresponsive. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.